Event description:
Dealer states the chair intermittently displaying motor faults, both side are in the fault log. Dealer states it doesn't happen with any kind of regularity. Advised to check battery quality.

Manufacturer narrative:
.